Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending artery. The 2.0x15mm traveler balloon dilatation catheter failed to cross due to anatomy. Resistance was felt during removal with anatomy. There was no treatment provided after the failed no cross. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.